Manufacturer narrative:
B5: a previous report stated in b5 that "the outcome of the event was received", which is being updated to "the outcome of the event was recovered." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The outcome of the event was recovered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient who was receiving gabalon at a dose of 38 mcg/day via an implantable infusion pump for vascular disease of spinal cord. It was reported that the patient developed ascites retention and ulcer. The severity of the ascites was indicated to be serious. The attending physician¿s assessment of the event was that an ulcer had formed and there was no sign of infection, but the pump was removed due to concern of infection. It was indicated that the causality of the ascites was not related to the drug, device, or surgical procedure. Additional information later received clarified that the ulcer had occurred in the abdomen and was presumed (per the attending physician¿s assessment) to be caused by contact with the pump. The attending physician¿s assessment also clarified that the cause of the ascites was cirrhosis of the liver. It was stated that although the ulcer had recovered, the pump system was removed to prevent future infection. Additional information was later received on 2020-nov-18. The patient's underlying disease was spinal vascular disorder with the diagnosis of level of spinal cord injury being lower thoracic spinal cord; date of onset/date of diagnosis was (B)(6) 2017. The patient's complications included: 1) alcoholic cirrhosis with an onset in 1996/therapy included furomeside, cubicin; 2) type 2 diabetes with an unknown date of onset/therapy included insulin; 3) (B)(6) with a date of onset of (B)(6) 2020/therapy vancomycin, cefepime. The patient's past history also included intrahepatic bile duct cancer, with therapy duration of april 2017 to january 2018. It was reported that the patient experienced a skin bedsore on the pump implantation part (previously reportedly described as ¿ulcer¿) starting on (B)(6) 2020. It was detailed that on (B)(6) 2020 redness of the skin at the pump implantation part was observed and the skin had become thin. It was thought that the cause was that the skin was compressed at the edge of the pump due to obvious ascites caused by cirrhosis, and that the nutritional status was also poor. In consultation with the attending physician and the patient, the plan was to reduce the dose of baclofen and then discontinue the drug and remove the pump and catheter. The dose was then reduced to 30 mcg/day. On (B)(6) 2020, system removal (pump and catheter) was performed under general anesthesia. On (B)(6) 2020, all sutures of the wound were removed, and the examination was completed with favorable progress. It was indicated that there were no overdose, withdrawal symptoms, or resistance. The outcome of the event was received. The causality of the event was indicated to be related to the pump, and not related to the other devices, drug, or surgical procedure. The attending physician¿s assessment stated that this case was caused by worsening of cirrhosis which was the underlying disease between the time of pump implantation and the time of onset of the adverse event, which made it difficult to control ascites. It was considered to be a mechanical skin disorder. It was difficult to predict in advance, and it was considered difficult to avoid it by a procedure such as the implantation. However, due to the aging of patient and the lengthening of treatment, such skin disorders caused by the corner of the pump might occur in other patients, and it was necessary to take measures and call attention. It was noted that a pump operability test was previously performed on (B)(6) 2020, at which time itwas observed that the residual drug volume on the programmer was 4.4 ml and the actual residual drug volume was 4.0 ml, with the drug volume at the previous refill being 18.0 ml. A catheter x-ray study was not performed. No further patient complications were reported or anticipated.